Event description:
The iab was inserted into the pt's right femoral artery on 08/12/96. After about 12 hours of iabp on 08/13/96, blood backed up to the pump safety chamber.

Manufacturer narrative:
This form was completed by the MFR. Section f was aslos completed by the MFR. No medwatch rom was rceived from the initial reporter or porduct user. Underwater leak testing revealed a leak in the membrane. Under microscopy, a penetration was seen within a whitsih patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. The pnetration within an abrasion mark is typical of that produced by calcified plaque during iabp. Device labelling code: 1738.